Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling on (B)(6) 2012.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to the device were pain, dyspareunia, recurrence, erosion, and bowel problems. It was reported that the patient underwent mesh trimming on (B)(6) 2009 and (B)(6) 2009. The patient underwent removal on (B)(6) 2010. It was further reported that the patient underwent bladder repair and additional bladder sling implantation on (B)(6) 2012 (no product information provided). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
User facility or importer info: (B)(6). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, dyspareunia, recurrence, bowel problems, and undergone multiple surgeries and revisionary procedures. It was also reported that the patient underwent mesh trimming on (B)(6) 2009, with subsequent mesh removal on (B)(6) 2010. It was further reported that the patient underwent bladder repair with bladder sling implantation on (B)(6) 2012 and a mid-urethral sling procedure on (B)(6) 2012 due to recurrent sui s/p resection of previous sling. No additional information was provided. (B)(4).